Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 185cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 40cm from the proximal end. The guidewire nitinol tubing was noted to be broken/fractured at 185cm from the proximal end. The core wire distal end was observed through the distal tip dome. Hydrophilic coating was hydrated there were no anomalies noted. Functional test: not required. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to preparation of the device, no anomalies were noted to the device during initial inspection and preparation, the event was noticed during preparation. Analysis of the returned device indicated the guidewire was broken/fractured, kinked/bent, and ptfe coating peeling was evident. It is most likely that handling of the device during unpacking/preparation contributed to the reported event. The as reported/as analyzed defects guidewire kinked/bent and the as analyzed defects and guidewire ptfe coating peeling and guidewire broken/fractured during preparation will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the subject guidewire ptfe coating peeling. There were no clinical consequences to the patient reported as a result of this event.